Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, self test, active current measurement test. No unexpected failed batt or low batt alarms noted during testing. The power management graph was within spec. However, the sleep current measurement was tested high. The adapt tool recorded on (B)(6) 2021 pump error 53 and 4 were recorded. Pump error 53 file number=603 line number=6950. Per software engineering log investigation pump error 53 was cause by a software anomaly. Pump error 4 alarm was cause of pump error 53. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Proceeded with swapping of the boards to pinpoint the faulty board. It was determine that high sleep current was cause by pcb1. Isolate to pcb1. Unit received with cracked keypad at select button and scratched case. In conclusion customer allegation of low battery life was confirm. All operating currents are within spec. In addition, pump error 53 and 4 were confirm during download history review due to a software error. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump turned off unexpectedly and received multiple insulin pump error alarm and insulin flow block prior. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.